Event description:
Patient ID: (b)(6).It was reported the initial procedure was performed on (b)(6) 2025 to treat a lesion in the proximal left peroneal artery. The 5.0x40mm Absolute Pro self expanding stent was implanted without issue. The patient returned on (b)(6) 2026 due to an acute re-occlusion (thrombus) of the left superficial femoral artery (SFA) including the Absolute Pro implanted stent. The re-occlusion was treated with a drug coated balloon and rotational thrombectomy on (b)(6) 2026. A postinterventional pseudoaneurysm was noted and treated with manual compression and injection of 600 IE thrombin. The patient was discharged in good condition on (b)(6) 2026. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and Corrective and Preventative Actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of pseudoaneurysm and thrombosis/thrombus are listed in the Absolute Pro Peripheral Self-Expanding Stent Systems Instructions for Use as possible complications. A conclusive cause for the reported pseudoaneurysm and thrombosis/thrombus and the relationship to the product, if any, cannot be determined. The treatments appear to be related to the operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.